Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of thrombosis is listed in the supera peripheral stent system instructions for use, as a known patient effect of stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
The following additional was information received: it was reported the supera stent was used to treat a total occlusion in the distal right superficial femoral artery (sfa). Approximately 2 weeks after the stent implantation, the patient was re-admitted and thrombosis was found under angiography, which was treated by thrombolysis. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that 2 weeks after the patient had a supera stent implanted in the superficial femoral artery (sfa), in-stent restenosis was found, which occluded the sfa from the proximal part of the stent. It was not reported how the restenosis was treated. No additional information was provided.